Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed. The reported shaft separation was confirmed. The difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was non-tortuous and non-calcified. After deployment of the xience xpedition 3.50 x 48 mm stent, during withdrawal of the stent delivery system, the distal portion of the delivery system where the stent is mounted was stuck in the 5fr guide catheter and broke. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.